Event description:
Procedure: nephrectomy. Reportedly, when the stapler was fired across the renal vein, the white staple housing advanced out of the sulu. The surgeon attempted to stop firing the instrument and open it using the black handles. He was unsuccessful in opening the instrument, so he had to proceed to fire. The knife blade transected the vein, but the staples did not form correctly. The pt lost 1200 cc's of blood, received two units of blood. The bleeding was controlled and the pt was recovering fine 3 days later.